Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation could not be confirmed; the scope was connected to a processor, and the image and all functions were normal (this was checked 36 times over the course of 1,136 minutes cumulatively). Leakage of the channel tube was also found, due to contact with sharp objects. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis lucera gastrointestinal videoscope, the image was blurry while being used inside the patient during an endoscopic procedure. There was no procedural delay, the therapeutic procedure was completed using a similar device and there was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that moisture invaded the device during user handling, and the image became blurry when the device was in the patient¿s body. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscopic image¿ ¿after precleaning, perform leakage testing on the endoscope to ensure that it is waterproof.¿ this supplemental report includes a correction to h6 (type of investigation). Code 4114 was inadvertently included on the initial medwatch and is to be retracted. Olympus will continue to monitor field performance for this device.